Manufacturer narrative:
Phone number (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that during setup, the touchscreen passed calibration, but it did not hold calibration during parameter changes. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support that during setup, the touchscreen passed calibration, but it did not hold calibration during parameter changes. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair at the bme's request. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme stated that the replacement touchscreen was ultimately ordered for repair but has not been received yet. The repair is still pending.

Manufacturer narrative:
Per follow-up gfe response, the bme stated that the replacement touchscreen was ordered from another supplier. Once the defective touchscreen was replaced, the bme confirmed that the touchscreen passed calibration, and the device was returned to service. The investigation concludes that no further action is required at this time.